Event description:
It was reported, "pt presented to clinic 4 months postop with complaint of right hip pain. It was felt that radiographs showed good position of the implant and the pt's pain may be coming from the back. Pt was sent to pcp who ordered MRI and emg evaluations of her back, which all turned out negative. Pain increased, so a marcaine arthrogram was ordered to help determine if pain was coming from the hip. The arthrogram was positive and the pt's pain was relieved. It was decided that the pt would benefit from an acetabular revision surgery due to a loose acetabular component."